Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, follow up check (B)(6) 2017 revealed rising threshold. The rv lead was setting was re-programmed and the lead remained in use. It was also reported that follow up check performed (B)(6) 2017, due to physical disorder feeling of the patient. Rv lead exhibited increased threshold and was considered to be attributed to patient's myocardial condition. The rv lead output was increased, the lead remained in use and additional lead placement scheduled for a later date. Subsequently, an additional lead was implanted. The rv lead remains in the patient, out of service. No patient complications have been reported as a result of this event.